Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash underneath her breasts and on her back. The patient described the area as itchy, burning, with open skin and blisters. There was no alleged device malfunction contributing to the irritation. Patient was prescribed nystatin powder by a physician. Follow up indicated that the irritation cleared up but then came back.